Event description:
Immediately after connecting the patient's et tube to the patient circuit 0f the model 3100a, the set mean airway pressure could not be established. The patient was placed on another ventilator without compromise.